Event description:
The contact stated that, the customer's blood glucose was tested using the customer's breeze meter and the contact's breeze meter. The customer's meter read 500 mg/dl, while the other meter read 150 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting of the system. No product will be returned at this time.